Event description:
Customer reported there was no alarm sound when the vent was turned on. Also, "when the test lung was disconnected, the audible alarm was very delayed". There was no pt involvement. The mallinckrodt customer service engineer could not duplicate the event. The alarm assembly and power switch were replaced as a precautionary measure.